Event description:
During a remote follow up, an event of high pacing impedance was observed on the left ventricular (lv) lead. Reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.